Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. We are unable to assess if any product condition could have contributed to the patient's irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 25.9 mmol/l (466.2 mg/dl) while wearing the pod between 1 and 4 hours on the arm. The pod was removed, the cannula was noted to be bent, the infusion site was hurting and irritated. A new pod was applied to treat the hyperglycemia and corrections were administered. The patient's blood glucose and insulin history is as follows: time: (B)(6) 2019 8:29pm, bg(mmol/l): 25.9, (mg/dl): 466.2; bolus(u): 11:40pm, 21.7, 390.6, 3.75.

Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects noted during investigation. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined.